Event description:
(B)(6) received notification from a field clinical specialist that a patient with a failed 25mm freestyle porcine valve (medtronic), underwent a valve-in-valve procedure with a 23mm sapien 3 ultra resilia valve. The patient¿s final outcome was noted to be stable and doing great. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).